Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm EU experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: safety pen needle 30g x 5mm autoshield turns out the needle isn't working properly. They tried to see if there was something else but couldn't see it properly. The patient was pricked so there was a puncture wound, the needle pricked indeed the skin, but still a part of the insulin seemed to have gone beside it (2 large drops of insulin ran along it), as if the needle was not deep enough. Therefore the patient did not receive a full dosage of insulin and he had to be re-injected.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm EU experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: safety pen needle 30g x 5mm autoshield. Turns out the needle isn't working properly. They tried to see if there was something else but couldn't see it properly. The patient was pricked so there was a puncture wound, the needle pricked indeed the skin, but still a part of the insulin seemed to have gone beside it (2 large drops of insulin ran along it), as if the needle was not deep enough. Therefore the patient did not receive a full dosage of insulin and he had to be re-injected.